Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion set and site. The occlusion alarm had not reoccurred. The customer's blood glucose level was not impacted.